Event description:
The manufacturer received information alleging a ventilator failed calibration. There was no harm or injury reported. The device was evaluated onsite by the manufacturer's field service engineer and no failed calibration was noted. There were service required alarms observed. The service required alarms indicated a failure of the device's speaker and buzzer assembly. There was no log available for review. The device's speaker and buzzer assembly were replaced to address the issue. Additionally, a service required alarm condition requiring the system board was observed. The system board was replaced. This issue would not affect the device's ability to deliver therapy as designed.